Event description:
A peritoneal dialysis nurse reported that the patient was admitted to the hospital on (B)(6) 2014 as he was feeling weak and expired on (B)(6) 2014 due to a heart attack. Nurse did not think it was related to the cycler. Upon receipt of medical records, it was found that on (B)(6) 2014, the patient was admitted to the hospital via emergency medical services (ems) with a main complaint of chest pain that was constant, pressing, and retrosternal along with diaphoresis. The patient experienced weakness and chest pain while at home. He skipped his last 3 peritoneal dialysis (pd) treatments. Ems administered aspirin 324 mg. The cardiac monitor showed st elevation in multiple leads. The patient stated that he does not want any heroic measures taken to preserve his life. His wife confirmed his wishes for comfort measures only. At an unknown time of (B)(6) 2014, the patient expired with his family present.

Manufacturer narrative:
The post market clinical staff reviewed the provided medical records. Based on the medical records information it appears that a serious injury of patient death is being reported. On (B)(6) 2014, the patient was admitted to the hospital with a main complaint of chest pain. The patient stated that he had skipped his last three pd treatments. Both the patient and his wife verbalized the patient's desire for comfort measures only. On (B)(6) 2014, the patient expired due to a myocardial infarction. There is no casual relationship between the event of myocardial infarction and the liberty cycler as the patient had multiple co-morbidities and did not receive pd for three days before he expired. There was no death certificate or autopsy report provided. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.